Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected rewind/ noise anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected rainbow anomalies noted. Insulin pump received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen had scratches and rainbow effect and it was hard to read, the insulin pump had rejected new batteries, it made grinding noise during rewind, had unexplained no delivery alarms which was resolved by changing infusion set. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.